Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for two patient samples from cobas e602 analyzer serial number (B)(4). Of the data provided the free thyroxine (ft4) results for both patients were discrepant. Refer to the medwatches with (B)(6) for the other assays involved. Patient 1: ft4 result was 2.34 ng/dl. Repeat result by diasorin was 1.34 ng/dl and by siemens was 1.08 ng/dl. Patient 2: ft4 result was 1.13 ng/dl. Repeat result by diasorin was 0.818 ng/dl. This patient was a (B)(6) female. The results were reported outside the laboratory and were believed to not be plausible according to the physician. The patients were not adversely affected.

Manufacturer narrative:
Samples from both patients were submitted for investigation. For patient 1, the customer's results were not reproduced. Upon further testing, an interfering factor was found to be present in the sample which most likely caused the issue. Product labeling documents this interference. For patient 2, the customer's results were reproduced. No interfering factor was found. From the provided calibration and qc data, a general reagent issue could be excluded.